Manufacturer narrative:
The calibration was last performed on 20-feb-2026, and it was acceptable. The alarm trace did not show any abnormalities. The field service engineer checked the system and found no cause for the event. He performed maintenance, replaced all electrodes, and cleaned and conditioned the ion-selective electrode (ise) flow path. Ise check, calibration, and qc were executed successfully. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of a questionable high potassium electrode result for 1 patient sample tested on a cobas 4000 c311 stand alone system. Initial result: 4.06 mmol/l. Replacing the electrodes by the customer prompted the repeat of the sample. Repeat result: 4.56 mmol/l. The initial result was deemed to be correct as it matched the patient's previous results. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The potassium electrode lot number was eyp39. The expiration date was not provided. The qc was acceptable. The customer performed some troubleshooting activities, including replacing all electrodes, cleaning, and conditioning the on-selective electrode (ise) flowpath. Ise checks, calibration, and qc were performed, and they were within specifications. The investigation is ongoing.